Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving unknown drugs via intrathecal infusion pump for spinal pain. It was reported that the patient¿s pump had not been refilled for over 5 months now and the current managing hcp stated it had been dry for about 5 months as well. The rep reported who the previous and current managing hcps were. Empty pump considerations were reviewed. The rep stated they would review with the hcp and follow-up based on what the hcp wanted to do. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the pump was refilled on (B)(6)-2020 under fluoroscopy with the same drug and concentration. Per the physician, the patient was on a low dose of morphine per day. This was the first refill with her new pump managing physician. The patient stated that the pump was not refilled and went empty due to her prior physician no longer managing pumps. She was taking oral pain medication and stated that she did not have any side effects after the pump was empty.